Event description:
A malfunction was reported on the pump by a caller. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset information, and the caller successfully reset the pump without the malfunction code recurring. The customer was instructed to continue using the pump and call back if any issues arise.